Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the ring of insulin pump was damaged. The reservoir was unable to lock in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.